Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. The caller was admitted to the hospital due to rectal bleeding following a scheduled colon surgery. The caller was treated with 2 units of blood. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.